Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.unit had blank display due to missing battery tube spring. Unable to perform the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Unit had corroded battery tube, minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on the original battery cap.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with the pump. Customer was discharged after 1 night. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting found that the pump battery spring is missing and the display screen is blank but no further troubleshooting could be performed due to these issues. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.